Event description:
It was reported that during a nephrectomy the device did not fire completely after second reload. There were patient consequences (had to be sent to ICU).

Manufacturer narrative:
(B)(4). Date sent: 7/7/2023, d4 batch # unk, b3: only event year known: 2023. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: please clarify the following statement "not a complete fire" reload shows bumpers on one side that were fired and other side of reload still shows staples in the reload. Stapler cut without that full staple line on both sides. Please clarify if the event occurred on the 1st or 2nd fire of the device? Surgeon fired the device to practice with no issue; second firing was done on the patient when event occurred. How far did the device cut and/or staple? Device fully cut but stapler fully on the specimen side and partial staple on the patient side. Was the incomplete staple line proximal to distal or left to right? Unsure. Can sequence of events be provided? Surgeon held compression due to excessive bleeding following stapling. Another surgeon was able to come in and hand sew the artery and vessel to stop bleeding did any bleeding occur during the procedure? Yes extreme bleeding from the vessel and artery. Was there any medical or surgical intervention required? Please confirm why was the patient transferred to the ICU? Patient was transferred to the ICU due to massive blood loss during case. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Pc-(B)(4). Date sent: 7/25/2023 d4; batch # 251c14 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with two reloads present. The reload (b) was received fully fired with no apparent damage. The reload (c) was received with the right side fully fired, and the left side partially fired 1/3 and with damage on reload deck. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device.  Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information.   As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 251c14, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 8/17/2023.

Manufacturer narrative:
(B)(4). Date sent: 7/24/2023. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was a blood transfusion needed for the patient? What is the current status of the patient? H10 additional information was requested, and the following was obtained: was a blood transfusion needed for the patient? What is the current status of the patient? Should have read: attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was a blood transfusion needed for the patient? What is the current status of the patient?

Manufacturer narrative:
(B)(4). Date sent: 8/17/2023. Additional information was requested and the following was obtained: please clarify the following statement "not a complete fire" reload shows bumpers on one side that were fired and other side of reload still shows staples in the reload. Stapler cut without that full staple line on both sides. Please clarify if the event occurred on the 1st or 2nd fire of the device? Surgeon fired the device to practice with no issue; second firing was done on the patient when event occurred. How far did the device cut and/or staple? Device fully cut but stapler fully on the specimen side and partial staple on the patient side. Was the incomplete staple line proximal to distal or left to right? Unsure. Can sequence of events be provided? Surgeon held compression due to excessive bleeding following stapling. Another surgeon was able to come in and hand sew the artery and vessel to stop bleeding did any bleeding occur during the procedure? Yes, extreme bleeding from the vessel and artery. Was there any medical or surgical intervention required? Please confirm why was the patient transferred to the ICU? Patient was transferred to the ICU due to massive blood loss during case. 1. How was bleeding controlled? An intra-operative vascular surgeon, general surgeon and surgical oncologist were called in to the room to control bleeding and repair the affected arteries and veins. Further, the patient required an additional procedure to manage damage to surrounding structures (small bowel resection due to perforation). 2. How much blood was lost? Estimated blood loss: 4000 mls 3. Did the patient require a transfusion? Yes. The patient required a massive transfusion protocol to be implemented in the or ad receive the following blood products: 6 units prbc, 7ffp, 1 cryoprecipitate and 1-unit platelets. In addition, the patient required crystalloid resuscitation. 4. Was there any patient consequence or change in the post-operative care of the patient because of the event: the patient required intubation and mechanical ventilation x 1 day and ICU level care x 2-days post operatively. Further the patient had an extended hospitalization los of 6-days vs. The 1-2 day expected los. 5. The patient was discharged home on (B)(6) 2023. 6. Provide the source or name of the person providing answers to follow-up questions. The above answers were extracted from the patient¿s medical record and operative notes from the following surgeons: (B)(6), md, urology, (B)(6), md, general surgery, (B)(6), md, vascular surgery. 7. There are no samples of the same lot for evaluation.

Manufacturer narrative:
(B)(4). Date sent: 8/8/2023. Additional information. This event was previously reported under the following: 3005075853-2023-05158. 3005075853-2023-05336.